Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has small gaps in the hinge covers. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Service has not been requested by the customer at this time. If additional information becomes available a supplemental report will be submitted. H3 other text : not returned to manufacturer.